Manufacturer narrative:
Product event summary: analysis passed functional and long-term testing with no anomalies found.

Event description:
It was reported that after a cardiovascular procedure, the external pulse generator (epg) was connected to the patient as a precaution although the patient had an intrinsic pulse. Two days after the procedure date, a nurse checked the device and found that the device had turned off by itself. The reported device was used continuously. The epg was returned for servicing. No patient complications have been reported as a result of this event.